Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 288-400 mg/dl. Cause was not known. Reportedly, due to the elevated bg, the customer went to the hospital. Customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.